Event description:
A us distributor reported that a monitor had a damaged case.

Manufacturer narrative:
Device evaluation of the monitor is underway. The reported problem (dam) has been confirmed. Upon investigation the monitor failed essential performance testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. The root cause of the investigation is underway. There were no adverse events associated with the monitor malfunction.

Manufacturer narrative:
Device evaluation of the monitor is underway. The reported problem (dam) has been confirmed. Upon investigation the monitor failed essential performance testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. The root cause of the investigation is underway. There were no adverse events associated with the monitor malfunction. Device evaluation of monitor has been completed. The reported problem (damaged cable) was confirmed. The monitor's electrode belt receptacle was pulled from the monitor enclosure, but the connector and wires were still intact. The monitor was still able to properly communicate with an electrode belt. The monitor ECG acquisition and pulse delivery circuitry were tested and found to be fully functional. Physical abuse. The monitor is designed to meet the mechanical requirements of iec 60601-1. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor had a damaged case.